Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring iii seals became stuck in the loading devices. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The devices have been returned to the factory and are being evaluated. A supplemental report will be submitted when the evaluations are completed. Lot history record reviews could not be performed as the product lot numbers are unknown. (B)(4).